Event description:
New information noted that the vlp was replaced with a new one and the new device was connected properly. There were no patient consequences.

Event description:
It was reported that the right ventricular leadless pacemaker (vlp) was introduced to the blood pool and was unable to be interrogated after multiple attempts. Further information was requested however, was not provided.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, found no anomaly contributing to reported event of failure to interrogate. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.